Event description:
It was reported that the device was damaged upon unpacking. Procedure was no completed due to this event. Patient was stable under general anesthesia, there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it had been degraded. Visual inspection of the fiber body did not exhibit any breaks. There was no light exiting the fiber connector face. The fiber was connected to vp20 system, and there was no aim beam, consequently confirming the complaint reported. Additionally, the fiber read, 55: fiber has exceeded recommended # of uses. The fiber should be replaced. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was damaged upon unpacking. Procedure was not completed due to this event. Patient was stable under general anesthesia, there were no patient complications reported. After that, the analysis of the returned product identified an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it had been degraded. Visual inspection of the fiber body did not exhibit any breaks. There was no light exiting the fiber connector face. The fiber was connected to vp20 system, and there was no aim beam, consequently confirming the complaint reported. Additionally, the fiber read, 55: fiber has exceeded recommended # of uses. The fiber should be replaced. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in no aiming beam or low laser energy output, up to a complete inability for the fiber to functioning. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was damaged upon unpacking. Procedure was no completed due to this event. Patient was stable under general anesthesia, there were no patient complications reported.